Manufacturer narrative:
Per additional information received via follow up, it has been determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not heating on the arctic sun device. Nurse stated they were using normothermia to warm a patient who was found down very cold. Patient temperature was 33.6c. She reported that the patient was not warming. Patient was currently in cat scan department. Ms&s recommended she switch to hypothermia rewarm settings. Ms&s instructed her to set device to rewarm from 33.6c at 0.5c/hr to 37c (the nurse chose the settings). They started therapy and flow rate settled at 3.5l/min.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. Nurse stated they were using normothermia to warm a patient who was found down very cold. Patient temperature was 33.6c. She reported that the patient was not warming. Patient was currently in cat scan department. Ms&s recommended she switch to hypothermia rewarm settings. Ms&s instructed her to set device to rewarm from 33.6c at 0.5c/hr to 37c (the nurse chose the settings). They started therapy and flow rate settled at 3.5l/min.